Event description:
It was reported that the patient came into emergency room after receiving a patient notifier for nonsustained lead noise episode. Pvcs were being classified as vt intervals. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.